Event description:
It was assessed that the target lesion was not involved in the mi event.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Eval, results: (mi, death).

Event description:
Cause of death reported as cardiopulmonary arrest.

Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the proximal lad during index procedure. It is reported that the pt expired approximately 3 months post index procedure. It is reported that it was a cardiac death. Investigator has indicated that the event was associated with mi and was not related to the study stent or the study procedure. It was reported that there was no evidence of stent thrombosis. Autopsy report is not available.